Event description:
A non healthcare professional reported during an intraocular lens (iol) implant procedure iol broke at the haptic inside the patient¿s eye upon injection. Both were removed from the patient and replaced with the company lens. There are two medical device reports associated with this report. This is 1 of 2. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. The fragments were returned together in one container and not labeled as to what pieces were to what lens. Solution is dried on the lens. One haptic is returned loose and was broken off in the gusset area. Another distal piece of a haptic was returned loose. Three halves of optic fragments were returned. One half has a haptic attached with the distal tip broken off. A large piece is broken off the edge of the optic. Cracks are observed along with deep scrape marks. Another half of optic had the haptic adhered to it by solution, a deep scratch and crack is observed. A large section of the edge is broken off. The third piece of the optic has what appears to be surgical gauze adhered to it by solution. The optic is split and cracked. The returned lens matches the provided photo(s). Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Broken haptic damage was observed. Fragments from two lens were returned together in one container and not labeled as to what pieces were to what lens. The other lens information is in (B)(4). All lenses are 100 percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instructions for use (IFU) instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Company IFU follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.